Manufacturer narrative:
Technician found the bed in the bed shop. Found - the head section would not go up. No alarms. The head section was flat and would not go up above 30 degrees. The battery led was lit. The head section would not raise manually or with the siderail controls. Cause - the head up valve is stuck. Replaced the head up valve to resolve this issue.

Event description:
Complaint alleged that the head section would not go up.